Event description:
A medtronic representative reported that, while in a snyergy spine procedure the surgeon alleged an inaccuracy navigating a tap with the orange navlock tracker. The surgeon switched to a different tracker and the inaccuracy of approximately 1 to 2 mm persisted. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system performed as intended and the reported event could not be duplicated by medtronic personnel. Therefore, unable to determine root cause without further information since the behavior cannot be replicated. A medtronic representative reported that he visited the site and discussed sources of potential inaccuracy with the surgeon including: making sure spheres snapped, accurately registering/calibrating and nothing foreign on spheres. There were no issues during subsequent surgeries.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to manufacturer for analysis.